Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the device fractured at the needle lumen to anchor, which must have completely separated after the device was removed based on the complaint description that the device was removed as one piece. The latchwire was observed to be kinked in multiple places. In addition the latchwire coils were stretched and the latchwire was cut, which is consistent with the complaint description for coming in one piece. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. See scanned page. The probable root cause for the reported device fracture, based on available information, is unknown, as it cannot be definitively determined.

Event description:
Based on the complaint description, this was a diagnostic procedure. Physician stuck with axera needle, inserted latchwire, removed needle and attached device. Then inserted device and got first mark, deployed heel, applied upward tension then device fractured. Physician was able to retrieve device in one piece, no embolization of parts.